Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article that a patient underwent revision surgery due to acetabular fracture, posterior dislocation and acetabular loosening after 22 months of implantation. Dislocation, pain and acetabular loosening were considered in this investigation as these issues can be related to the reported product. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. Root cause determination using dfmea: wear (between head/adapter/stem junctions) due to micromotion and/or fretting corrosion of head, adapter and stem junctions due to implant design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. Wear (between head/adapter/stem junctions) due to user error - improper assembly of adapter and head or head/adapter construct onto stem possible: loosening of the acetabular component due to wear because of improper assembly of the adapter and head cannot be excluded. Wear (between head/adapter/stem junctions) due to user error - head/adapter used on damaged stem taper leads to wear due to micromotion and /or fretting corrosion possible: loosening of the acetabular component due to wear because of micromotion cannot be excluded. Wear (between head/adapter/stem junctions) due to user error - resulting in scratched adapter and/or head during assembly possible: loosening of the acetabular component due to wear because of scratched adapter or head during assembly cannot be excluded. Wear (between head/adapter/stem junctions) due to user error - off label use (including competitor product) possible: loosening due to off label use cannot be excluded as the reference and lot numbers of the products used are unknown. Wear (between head/adapter/stem junctions) due to degradation of implant materials due to aging possible: loosening due to degradation of implant materials due to aging cannot be excluded as the manufacturing date of the implants used is unknown. Wear (between head-liner) due to damaged surface during reduction leads to wear possible: loosening due to a damaged surface during reduction leading to wear cannot be excluded as no details were shared. Wear (between head-liner) due to excessive wear due to material pairing possible: due to lack of information and because the product was not returned, this cannot be excluded. Wear (between head-liner) due to excessive wear due to clearance between head and liner possible: due to lack of information and because the product was not returned, this cannot be excluded. Dissociation of components (head/adapter and/or adapter/stem connection) due to inadequate locking strength of head/adapter and/or adapter/stem taper junctions and/or for heads/constrained liners/cup due to head and/or adapter and/or liner/cup design (taper angles, material, surface finish, tolerances, etc.) Possible: due to lack of information and because the product was not returned, this cannot be excluded. Adapter and/or head damaged during intraoperative assembly and components do not lock together (short term manifestation of harm) due to adapter and/or head damaged during intraoperative assembly and components do not lock together (short term manifestation of harm) not possible: as the event happened 22 months postoperative and no intraoperative complications were reported, therefore can be excluded. No or unclear design rationale resulting in incorrect assembly of components and components not locking together (sequence of component assembly, hand assembly vs impact assembly) due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging not possible: most probably to be excluded as no intraoperative issues were reported concerning device assembly. User error - improper assembly of head/adapter construct onto stem resulting in dissociation of head and/or adapter due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. Micromotion and/or fretting corrosion of head, adapter and stem junctions due to implant design leads to dissociation of components due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. User error - adapter assembled incorrectly (head/adapter hand assembled) resulting in dissociation of components due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. Mismatch between adapter internal taper and stem taper designs (angle, diameter, tolerance) by design due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. No or inadequate design rationale (sequence of component assembly - hand assembly specified adapter into head - impact force, number of impact strikes, orientation of impact force head/adapter onto stem) to assemble and pre-seat adapter into head and head/adapter onto stem taper resulting subsequent lower locking strength due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. No instrumentation provided to assemble and pre-seat adapter into head due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: can not be excluded. No or inadequate instrumentation provided to fully seat head/adapter onto stem taper due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: it is unknown, what instrumentation was used, therefore cannot be excluded. Impingement in-vivo results in dissociation of head and/or adapter (component to bone and component to component) due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging => possible: due to lack of information and because the product was not returned, this cannot be excluded. Impingement intraoperative does not allow proper component assembly which results in dissociation of head and/or adapter (component to component) (short term manifestation of harm) due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging not possible: no intraoperative issue was reported. User error - adapter not used (short-term manifestation of harm) due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. User error - head/adapter construct and/or adapter disassembled and reassembled onto stem taper due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. User error - adapter disassembled and reassembled into head due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. User error - adapter reused, left on stem taper and new head used (revision scenario) due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. Soft tissue and/or debris between adapter and head taper and/or adapter and stem taper (example taper dissociating from head and falling into wound) due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: due to lack of information and because the product was not returned, this cannot be excluded. User error - head/adapter used on damaged stem taper due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. Head/adapter used on used stem taper due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. Off axis impaction reduce connection strength due to hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging possible: the surgical approach is unknown, therefore a user error cannot be excluded. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause for the dislocation cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The following complaints are related to same article: cmp-0323973, cmp-0323990, cmp-0323993, cmp-0323997, cmp-0324002, cmp-0324006. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The following journal article was received: mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal -onpolyethylene total hip arthroplasty, the journal of artrhoplasty (2017), doi: 10.1016/j.arth.2017.07.004. From the article, it was found that the patient underwent revision surgery due to pain, local tissue reaction, acetabular fracture, posterior dislocation, acetabular loosening after 22 months of implantation.